Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the right ventricular lead exhibited insulation damage. The lead was capped and replaced on (B)(6) 2023. The patient was stable.